Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550:320:844:0000 was confirmed and reproduced during device evaluation. The root cause was determined to be a pinched speaker harness. The speaker harness was replaced to correct the reported condition. A service history review revealed no previous service events were related to the reported condition. Additional investigation is being conducted through corrective and preventative action (CAPA) mdq-CAPA (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During product evaluation by baxter service personnel, a colleague infusion pump was found with failure code 550:320:844:0000. The device may have failed to audibly alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.